Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the generator displayed a "high pressure at tip" message. This harmonic ace instrument would not work. The instrument was removed, and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade near the midpoint. A piece approximately 0.076" x 0.447" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.